Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the lens was observed to be "cut". The rayone emv rao200e iol was explanted through an enlarged incision and exchanged for an alternate iol during the original surgery session. The healthcare facility reports that two points of suture were required in the cornea. The device associated with this report has not been returned to rayner for evaluation. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. The additional information received identifies that the user experienced a higher than normal amount of resistance at the last stage of injection. The "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner. As per the IFU, the user should have discontinued injection. Our review of production records for the rayone emv rao200e batch 043214354 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 043214354.

Event description:
On 17th january 2024, rayner received notification from its brazilian affiliate company of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation the lens was observed to be "cut" necessitating explantation of the lens from the eye.

Event description:
On 17th january 2024, rayner received notification from its brazilian affiliate company of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation the lens was observed to be "cut" necessitating explantation of the lens from the eye.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the lens was observed to be "cut". The rayone emv rao200e iol was explanted through an enlarged incision and exchanged for an alternate iol during the original surgery session. The healthcare facility reports that two points of suture were required in the cornea. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. The additional information received identifies that the user experienced a higher-than-normal amount of resistance at the last stage of injection. The "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner. As per the IFU, the user should have discontinued injection. Our review of production records for the rayone emv rao200e batch: 043214354 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch: 043214354. Some months after the complaint was received by rayner, the device was returned for evaluation. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the movable flap was snapped off and the other flap part of the flap was broken. The plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and the nozzle. No lens was returned with the device. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification. The plunger tip was observed to be slightly damaged. Due to the damaged nature in which the injector was returned, no injection test could be performed. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. Product return inspection performed confirmed the event as reported; however, was unable to establish the root cause of the event.